Event description:
It was reported that following the implantation of an elevate anterior, the patient experienced moderate difficulty emptying bladder. The patient was discharged with a foley catheter. The event was considered resolved/recovered with no sequelae on (B)(6) 2015. There were no further patient complications reported in relation to this event.

Manufacturer narrative:
Additional information.

Event description:
Additional information received indicated that the patients foley catheter was discontinued on (B)(6) 2015. There were no further patient complications reported in relation to this event.